Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of three thoracic aortic aneurysms. The patient had a bovine aortic arch and a previously-placed infrarenal abdominal aortic aneurysm stent graft from another manufacturer. The native thoracic aorta is about 36 mm in diameter. Access vessels had mild calcification. It was reported that a talent captivia stent graft was delivered easily to the target zone and implanted proximally. Then, two talent thoracic distal main stent grafts (MFR report # 2953200-2010-01715 and 01716) were deployed, although there was some difficulty reaching the aneurysms. The case went very well with good placement of the stent grafts. Approximately 30 minutes post-implantation, when the physician was closing the groin, a check on the patient status revealed that there was paraplegia in the right leg, although the left leg was fine. A spinal drain was then placed to intervene, and the paralysis was resolved; the patient has regained right leg mobility. No additional clinical sequelae were reported, and the patient is fine. Please note that this device the talent captivia stent graft system is similar to the united states distributed product talent thoracic stent graft system.

Manufacturer narrative:
(B)(4). Evaluation results: paralysis.